Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl; cause was not known. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer attempted to address the elevated bg with a manual insulin injection. Ultimately, the customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day, 2/1/2026, with the issue resolved and no permanent damage.